Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: type of investigation - device not returned is n/a which was reported on initial report. Investigation conclusions - cause traced to intentional off-label, unapproved, or contraindicated use and cause traced to user is n/a which was reported on initial report. Visual evaluation of the returned device shows signs of being implanted wear/discoloration / foreign material and two of the three pegs have fractured. The root cause of the patella peg fracture was determined to be a labeling and training deficiency. Additional information does not affect the root cause for bearing and tibial tray. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog # 141356, regenerex 3 peg series a patella dcm arcom porous titanium lot # 561780. Catalog #: 184512, vngd ps open por fmrl rt 70, lot # 421160. Catalog #: 141316, biomet finned pri stem 80x10mm, lot # 980570. Catalog #: 141274, bmet regenx pri tib tray 75mm, lot # 504580. Catalog # ep-183740; e1 vngd ps+ tib brg 71/75x10, lot # 403580. Customer has indicated that the product will not be returned because product location is unknown. Multiple MDR reports were filled for this event: 0001825034-2019-01920. 0001825034-2020-04294. Reported event was considered confirmed from x-rays showing the patella component fractured. Device not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. Root cause cannot be determined for bearing and tibial tray. X-ray review indicates that the patella component fractured and there is patellar component radiolucency. Other than that there was normal alignment and reveals no joint space narrowing. Revision operative notes confirm that the tibial component was broken into 3 pieces. After removal of pin, poly came out in 3 pieces. Femoral component was found intact. Metallosis, necrotic tissue and bone were seen with blackened tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee procedure approximately two years ago. Subsequently, the patient suffered pain in the knee joints and has a fractured patella. Further it was reported that the patient was revised due pain, implant fracture, metallosis, necrotic tissue and bone.